Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and heartattack with blood glucose of unknown. Customer has been using insulin pump system within 48 hours of reported event. Customer is not calling back to perform an hp test. The customer was treated with insulin pump. The customer was wearing the insulin pump during the hospitalization. Customer report customer does not allege pump was under delivering the device is not expected to be returned for analysis.